Manufacturer narrative:
Received one (1) used. List #142560488 primary plum set. As received, the b port on the cassette was observed to be cracked. The set was leak tested according to specifications and was observed to leak from the crack in the cassette. The complaint of "leakage on cassette" can be confirmed due to the leaking observed from the cracked b port of the cassette. The probable cause of the crack is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for evaluation, however, has not yet been received. The investigation is pending.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported that the secure lock connector separated from patient. There was patient involvement and no patient harm.